Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, de novo mid right coronary artery (rca) the 3.0 x 33 mm xience pro stent was deployed at the target lesion; one inflation with a maximum pressure of up to 14-16 atmosphere (atm) was performed, however, the balloon could not be deflated. The indeflator was removed and a new syringe was used unsuccessfully in an attempt to deflate the device. The physician decided to use force and pull the inflated balloon into the guide catheter. Although there was noted strong resistance during the retraction and removal there was no adverse vessel damage and no adverse patient effects. It was noted the stent was successfully placed in the vessel and fully apposed to the vessel wall in the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue was confirmed. The resistance during withdrawal was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro ll instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Manufacturer narrative:
(B)(4) - incorrect removal. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.